Event description:
During service the baxter repair technician reported failed accuracy test. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failed accuracy was confirmed. The pump head module was replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.